Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool sf smarttouch bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and foreign material was found around the tip dome. Fourier transform infrared spectroscopy (ft-ir) analysis was performed in order to identify the type of foreign material, and the results demonstrated that the material had a biological composition similar to that showed by human tissue. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the catheter sensor functionality was tested on a carto 3 system. The catheter was recognized by carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. However, the root cause of the foreign material could not be determinate since the catheter was found within specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. A preliminary visual inspection of the device found foreign material surrounding the tip dome. Foreign material on the usable portion of the catheter presents an increased risk of stroke/embolism for the patient, making this an MDR reportable finding. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: cook medical transseptal needle. Preface 8fr sheath. St. Jude medical sl0 8.5fr sheath. Carto 3 system. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool sf smarttouch bi-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while performing the post-ablation intracardiac echocardiogram, a tamponade was confirmed. Pericardiocentesis yielded 200cc. It was noted that there was no right aorta or ventricular collapse. Patient was reported to be in stable condition throughout the procedure. Patient required extended hospitalization as a result of this adverse event. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a cook medical transseptal needle. Two sheaths were used: a bwi preface 8 french and a st. Jude medical sl0 8.5 french. Generator parameters at the time of injury were not reported, as the time of injury is unknown. There is no information regarding overall ablation time and last ablation cycle time at the site of injury. Irrigated catheter flow was set on 8-15cc/min. Patient received anticoagulant during the procedure with activated clotting times maintained above 350 seconds. There is no information regarding spi value or proximity to another catheter. Catheter was zeroed after initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no error messages reported on any bwi equipment during the procedure.